Event description:
The customer reported that the coag button stuck in the on position. The surgeon received a 2nd degree burn to the finger. The burn was treated with cooling water. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.